Event description:
The surgeon reported he inserted a 12.6mm micl12.6 implantable collamer lens and noted the lens was inserting upside down. As the surgeon pulled the lens out of the patient's eye, the lens was torn. The lens was removed during the same surgery with no patient injury and the back-up lens was implanted. The surgeon stated this was his second surgery using this model lens and the event was due to a learning curve. The patient's best-corrected visual acuity is 20/15.

Manufacturer narrative:
(Lens inserted upside down). Evaluation: results: visual inspection of the returned product found pieces of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event was due to a learning curve. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.